Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged the time was off by less than an hour. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed that the insulin delivery record and delivery totals accurately matched the corresponding basal and bolus programs. The pump passed delivery accuracy testing and was found to be delivering within required specifications. During testing, the pump successfully completed the rewind, load, and prime steps without any alarm warnings or issues. The pump successfully completed the 24 hour duration test without issue and accurately recorded the insulin delivery in the basal history. The original complaint of an inaccurate insulin delivery issue was unable to be duplicated.